Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced persistent low glucose events after recent target adjustments to a lower setting. A healthcare professional recommended changing targets to a higher setting, which was implemented, and education with an rct was arranged, with context that a prior high occurred when lunch was not announced. Symptoms included hypoglycemia. Outcomes included user education and troubleshooting regarding target settings and carbohydrate treatment. Investigation included a review of use conditions and coaching on treatment of low glucose with oral glucose. Investigation of this case revealed use-related factors, specifically recent target changes to low and a missed meal announcement preceding a high, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.